Manufacturer narrative:
Multiple attempts have been made to contact the patient for additional details, however no response has been received at this time. Review of device history records show the lot released with no recorded anomaly or deviation. Foreign body or allergic reaction to implant components is listed as a possible adverse event in the package insert. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report four of four for the same event, reference 0001032347-2016-007576 through -00758.

Event description:
The patient reported a suspected allergic reaction. The patient left a voice message stating "her system is trying to reject the joint because she has ¿red angry splotches¿ along the side of her face/ear and it¿s getting worse."